Event description:
The patient called lifescan and alleged that their meter was prompting an apply sample message. The patient was unable to test on their meter. They contacted their physician for advice. No medical intervention was given. The patient was able to test on an unknown meter and obtained a result of 82 mg/dl. The apply sample issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter and testing supplies are being sent to the patient.